Manufacturer narrative:
Concomitant products: product ID 3998, lot # v541950, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot # v487963, implanted: (B)(6) 2010, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-45, lot # v583004, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer reported experiencing pain and a loss of therapeutic effect starting in (B)(6) 2015. The patient was feeling stimulation but it wasn¿t covering their pain. The symptoms were reported at the stimulator site and sciatic nerve area. The patient had been working with a physical therapist doing water therapy; however, the pain had not subsided. They were told it could be scar tissue in the area causing the pain and having an MRI would be helpful so the patient wanted their system removed. The patient was trying to find a doctor to remove the system. The patient was indicated for failed back surgery syndrome. No causes, interventions, or outcomes were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.